Event description:
Olympus was informed that five pts tested positive for carbenepenum resistant enterbacteriaceae containing new delhi metallo-beta-lactamase (cre-ndm) after having undergone an endoscopic retrograde cholangiopancreatography (ercp) procedure. The pts were examined with the same duodenovideoscope. On (B)(6) 2013, resistant e.coli was found in the first pt's blood. On (B)(6) 2013 that pt underwent an ercp with stone extraction subsequently developing cholangitis. On (B)(6) 2013 resistant e.coli was found in the pt's bile duct fluid. The pt was hospitalized for an unspecified amount of time. The pt was discharged went back to (B)(6). An endoscopy support specialist was dispatched to the user facility. A reprocessing in-service has not been scheduled to date.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the investigation of the device. As part of our investigation into this report the device was sent to an independent off-site laboratory for microbiological testing and escherichia coil was recovered from the device. The device was then forwarded to olympus for physical evaluation. The device was returned to olympus for evaluation. The device passed the leak test. The evaluation found no issues that could contribute or confirm the reported phenomenon. There was no sign of bio-materials in the device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on further review of the complaint record. On march 10, 2014 the olympus endoscopy support specialist (ess) visited the user facility to observe the facilities reprocessing practices and to provide additional reprocessing training. The following observations were noted during the visit: the user facility was using a non- olympus cleaning brushes, which are short and narrow. There was no suction pump and suction cleaning adapter in the reprocessing room, and the scopes were not being hang freely as instructed in the reprocessing manual. The reprocessing manual clearly states that a suction pump is needed during the manual cleaning process (see tjf-q180v reprocessing manual, pages 65-66). The suction pump is required to allow the user to aspirate the detergent solution through the tjf-q180v's instrument channel and suction channel.

Manufacturer narrative:
The device has not been yet returned for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. A supplemental report will be submitted if additional and significant information becomes available later. Please cross-reference the following reports for the other four pts: 2951238-2014-00024, 2951238-2014-00025, 2951238-2014-00026 and 2951238-2014-00027.